Event description:
The customer obtained a 500mg/dl and 230mg/dl blood glucose comparison on the accu-chek advantage system. The customer states he obtained an additional comparison with blood glucose results 400mg/dl and 160mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 mins. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.